Event description:
It was reported that during a low anterior procedure, the cdh was used according to our IFU's. After the procedure the patient start to feel some abdominal pain and the surgeon decided the reoperation, he found some fluid in the abdominal cavity from the staple line of anastomosis. The staple line dehiscenced. The patient is ok and home now. The surgeon cannot determine the cause of dehiscence and also he did not have any complications during the surgery.

Manufacturer narrative:
Info was not provided. Info is unavailable; device was not returned for eval. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and no incident related to the reported event was observed. Complaint info is trended on a regular basis to determine if further investigation is warranted.